Manufacturer narrative:
Other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual and functional inspections were performed. The keypad and levels were intact and the battery strap was discolored. The event log could not be accessed. When attempting to power up the pump, the display had error 1660 ?watchdog_reset?. The pump would not boot up and constantly displayed the error message. The reported issue related to "low rate and delivered amount? Could not be duplicated. The root cause of the reported error code could not be determined. However, the main panel (mp) board was replaced to address the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy plus pump, the pump experienced low rate in amount delivered. It was reported that there was no patient involvement.